Manufacturer narrative:
One opened and used reservoir was inspected and a bicarbonate buffer test was performed. The sensor failed per specifications due to high readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition as it was returned opened and used.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 110 mg/dl at the time of the call but the sensor showed 59 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced because the sensor was bent. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.